Event description:
In an article titled, "postoperative infection after duraplasty with expanded polytetrafluoroethylene sheet" it indicates 3 pts developed infections requiring reintervention. These infections resolved after removal of the infected bone.

Manufacturer narrative:
Literature citation: nakagawa, s, et al. Postoperative infection after duraplasty with expanded polytetrafluoroethylene sheet, neurol med chir (tokyo), 2003 march; 43:120-124. A review of the mfg records could not be conducted because the lot#s remain unk, the devices were not returned to gore, so no engineering investigations could be performed.